Manufacturer narrative:
Initial reporter and facility details were unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted and a post-implant balloon dilatation was needed. At the time of inflation, the valve dislodged into the aorta. Subsequently a second valve was implanted. No additional adverse patient effects were reported.